Event description:
It was reported that a user performed strenuous yard work in heat and experienced a subsequent blood glucose drop after cooling down while using the ilet with a dexcom g7 and an inset 6 mm/23 in infusion set; the user did not disconnect or pause insulin during exercise and treated the low with oral carbohydrates, bringing glucose back into range. Symptoms included hypoglycemia. Outcomes included serious illness/impairment and unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the cannula identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.